Manufacturer narrative:
The customer reported a quattro catheter leak from the proximal infusion lumen opening, however, during the testing, observed a bonding leak at the proximal end of the medial 1 balloon. Probable causes for the reported complaint can be a latent defect at the bond. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 1 balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for quattro catheter with lot number 89640. Correction in b5.

Event description:
On the second day of the ivtm treatment, the user observed the saline bag was empty and the console generated an air trap alarm. No saline fluid was noted around the console and suk tubing. The customer suspected a catheter leak. The quattro catheter was replaced to continue with the treatment. No consequences or impact to patient. Following the quattro catheter replacement, the user tested the catheter by injecting saline fluid into the inflow lumen, and the fluid was observed coming out from the proximal infusion lumen opening.

Manufacturer narrative:
The quattro catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
On the second day of the ivtm treatment, the user observed the saline bag was empty and the console generated an air trap alarm. No saline fluid was noted around the console and suk tubing. The customer suspected a catheter leak. The quattro catheter was replaced and the same thermogard console was used to continue with the treatment. No consequences or impact to patient. Following the quattro catheter replacement, the user tested the catheter by injecting saline fluid into the inflow lumen, and the fluid was observed coming out from the proximal infusion port.